Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the filter of an IV tubing cracked and leaked onto the floor during an infusion of normal saline, dosage and rate not specified. Although requested, additional information has not been provided; there was no patient harm.

Event description:
The customer reported the IV tubing cracked at the pump side during an infusion of normal saline. A small amount of normal saline was on the floor. Although requested, additional information has not been provided; there was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing cracked and leaked was confirmed. Visual inspection of the extension set showed that the female luer had a crack along its length measuring 0.54 inches long. Functional and pressure testing confirmed leaking at the crack. The cause of the leak was a vertical hair line crack on the female luer. The cause of the crack was not identified but may be due to material degradation and manufacturing factors.